Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm associated with a contact detach infusion set due to a kinked infusion set tubing, after which the user removed the infusion set and pump and transitioned to multiple daily injections. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included a temporary interruption of pump therapy and the need for replacement supplies. Investigation included internal review of the reported occlusion and coordination with shipping for replacement infusion sets. Investigation of this case revealed an occlusion consistent with a kink in the infusion set tubing that resolved after supply change. It was concluded that the event was related to infusion set tubing kinking, resulting in an occlusion that was resolved by discontinuing the set and switching to mdi, with replacement supplies arranged.